Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From lonely information initially provided, the cause for the event cannot be determined. Based on the product history records, and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown. Device not returned.

Event description:
Mobi-c p&f us : disassembly from information provided, "the implant prematurely disloged from the peek inserter". Attempts have been made and no further information has been provided.